Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient was implanted with aris mesh. Later patient experienced mesh exposure, recurrent cystocele, vaginal vault prolapse, urinary frequency and dyspareunia. An excision of the mesh, anterior repair and posterior repair with coloplast restorelle y mesh were performed.